Event description:
It was reported that the insulin gauge was inaccurate. Customer attempted to load a new cartridge to resolve the issue; however, the issue persisted. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.